Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). List of associated devices: stryker 28mm metal head, reference and batch not communicated. No further information provided (x-rays, surgical report, photographs, lab test). The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. A complaint extract was done regarding revision due to dislocation: 4 complaints (4 products), this one included, have been recorded on avantage e1 inlay s50 / 28, reference p0561e50, from january 01, 2018 to june 28, 2021. The complaint history, regarding the batch number, can't be performed as it was not communicated. The review of the instruction for use of the avantage brand sated that only legacy zimmer or legacy biomet femoral heads without skirt, 22.2mm and 28mm diameter, manufactured from stainless steel, alumina ceramic (biolox® delta) or cobalt chromium with a 12/14 taper, a type 1 taper or an 8/10 taper can be used. However, in the current event, the head used with the inlay was manufactured by stryker. Thus, the compatibility between these two components cannot be guaranteed. According to available data, root cause of the event was unable to be determined. However, it can be noticed that one of the potential root cause could be the incompatibility between the inlay and the head used. A summary of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient presented on emergency board case for dislocated hip. Surgeon discovered that the liner and metal head had disassociated. Both head and inlay were replaced with same size head/liner. Some posterior structure was repaired to augment the capsul. The range of motion was good and no impingement was detected. After that, patient underwent a new revision surgery due to dislocation, handled in (B)(4).